Manufacturer narrative:
Updated fields: h2 and h6. Additional information can be found in the h6 field.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a product for failure analysis. An isi field service engineer (fse) went on-site and could not replicate the reported event. The system tested and verified as ready for use. An isi technical support engineer (tse) reviewed the logs to see an error on universal surgical manipulator (usm)3 indicated an instrument was not fully seated/detected.

Event description:
It was reported that during a da vinci-assisted lysis of adhesions procedure, the suction irrigator on universal surgical manipulator (usm) 3 moved on its own and caused an injury to duodenum tissue. The surgeon sutured the injury and said the event would likely result in the patient being hospitalized longer than anticipated. The customer reported that the suction irrigator popped off the usm multiple times. The procedure was completed as planned. The technical support engineer (tse) reviewed the logs to see an error on usm3 indicated an instrument was not fully seated/detected. The surgeon said she has experienced instruments popping off of the usm3 before, documented on manufacturer report number 2955842-2025-36004.